Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site. The initial functional testing could not be performed due to the defective display, unrelated to the reported complaint. The display was replaced to address the issue. After the display replacement, the console was able to start without mid:20 (adc1 timeout) error message, however, failed functional testing with the 'configuration is not sufficient' message, thus confirming the reported complaint. The root cause was defective I/o board. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during the ivtm therapy, the thermogard xp ivtm console displayed mid:20 (adc1 timeout) error message. The issue did not resolve after the console was powered on/off several times. A secondary thermogard xp ivtm console was used to continue the patient's temperature management therapy. There was no report of patient consequence as a result of the reported issue.